Event description:
Approximately 3 month(s) and 2 day(s) post-operative of a fourth revision of a left rtsa, it was reported via clinical study that the patient experienced another dislocation. Patient had a light weight in the right hand, left hand was on top of that weight and the patient was twisting doing trunk turns. As the patient rotated towards the right, with the left hand in front of the right shoulder; the shoulder dislocated. The patient underwent standard reverse with humeral reconstruction stem and the patient's humeral tray, humeral liner, glenosphere, glenosphere locking screw, distal stem, proximal body, and locking screw were revised. The outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
After further review of additional information received the following sections a3, a3, a4, a6, b5, d10, g1, g6, h1, and h2 have been updated accordingly. (D10): concomitant device(s): 320-42-10 - equinoxe reverse 42mm humeral const liner +0: (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 308-01-11 - 11x80mm distal stem modular cemented: (B)(6). 308-05-23 - distal fixation ring ha 23.5: (B)(6). 308-10-05 - large prox body +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6).

Manufacturer narrative:
Pending investigation. D10: - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6) - 11x80mm distal stem modular cemented (cat# 308-01-11 / serial# (B)(6)- equinoxe reverse 42mm humeral const liner +0 (cat# 320-42-10 / serial# (B)(6).

Event description:
As reported by the equinoxe shoulder study on (B)(6) 2020, approximately three months post initial tsa, the patient had a dislocation. Patient presented on (B)(6) 2020 had a light weight in his right hand, his left hand was on top of that weight and he was twisting doing trunk turns. As he rotated towards the right, with his left hand in front of his right shoulder the shoulder dislocated. Patient's humeral tray, humeral liner, glenosphere and glenosphere locking screw were revised. Per clinical report, the reported event is possibly related to device and definitely related to the procedure. Outcome: resolution date: (B)(6) 2020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.